Event description:
IV pump was reported to have infused fluids at a rate faster than it was programmed for. The IV pump was removed from service and tested by clinical engineering and the MFR rep and found to be functioning properly. The IV bag contained normal saline. There was no untoward effect to the pt.